Event description:
The customer reported the system shut down during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the high voltage tank needs to be replaced. No repair status reported. (B) (4)